Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. As noted in the device instructions for use (dfu), instructions for use: to remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. The safari2 guidewire is pulled back completely into the catheter. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: after the accurate neo small valve has been completely released, the delivery system is removed from the left ventricle. As part of this maneuver, an attempt is made to remove a few centimeters of the safari guide wire from the ventricle, observing a total stop in the sliding of the delivery system. Attempts were repeated but without success. It was decided to remove both the safari rope and the delivery system from the patient. Upon observation and manipulation outside the patient, there is no way to remove the safari inside the delivery system. Fortunately, none of what was described influenced the final result, since the final angiographic control showed an optimal hemodynamic result. Twenty-four hours after the event, the patient is evolving favorably and is scheduled to be discharged from hospital in the next 24 hours.

Manufacturer narrative:
Section a2, a3 and a4 have been updated to report the relevant patient information that was received on (B)(6) 2021.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm x sml; returned loose, cut into segments identified by the distributor as 1st, 2nd and 3rd sections and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen device was cut into several segments (18.5cm, 30.4cm and 235.4cm in length) by the distributor in order for them to perform their analysis and attempt to separate the safari2 wire from the valve delivery system. The specimen presented a 18.5cm long segment of the distal end of the safari2 wire lodged within a 9.50cm long delivery system segment presenting a tensile overload of the metallic core wire near the distal tip joint and concurrent coil stretching beginning 9.60cm from the distal tip and extending into the lumen of the delivery system segment. The coils distal of the stretch damage presented offset/overlapping coil wraps 2.85 to 9.60cm from the distal tip creating localized oversized diameters to .03795". The remaining segments (1st and 2nd sections) presented multiple kinks/bends of varying severity and frequency. The segments also presented varying amounts of stretched coil damage and ptfe coating damage. The distributor supplied images from their analysis prior to cutting the specimen into 3 segments and reported the following: an accurate neo transfemoral delivery system was returned to the complaint investigation site for analysis. A safari2 guidewire returned loaded in the delivery system. The coils of the guidewire were noted to be displaced at both the guidewire leur and after exiting the distal tip of the delivery system. The wire was unable to be removed by pulling it proximally through the device and so the accurate delivery system was cut at two locations in an attempt to free the wire. Once section, approximately 9cm, of the wire remained inside the very distal part of the delivery system. The distributor supplied images from their analysis after cutting the specimen into 3 segments and reported the following: 1st section: proximal end, length of segment about 234.5cm. Major bends in guidewire around 120cm from proximal end, several kinks/bends, several offset/stretch and severely damaged coil sections; 2nd section: about 30.5cm in length (middle outside coil section), 2 bends on it at about 6.0cm and 15.5cm; "proximal end", damaged/ offset coils; coating damage at about 1.5cm from proximal end, "distal end"; 3rd section: distal tip (severely damaged, no inner core wire, only outside coil wrap); coil damage. Although the exact timing of the fracture damage cannot be confirmed, there was no mention within the distributors as received evaluation of a tensile overload of the core wire material and therefore it appears this damage most likely occurred during the additional handling at the distributor while attempting to separate the devices. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Instructions for use: to remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.